Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary surgical procedure because the patient could not tolerate night vision glare. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that the symfony intraocular lens (zxt150, +21.0 diopter) was implanted on (B)(6) 2017 in the right eye of a (B)(6) female patient. (B)(6) 2017, was reported as the date of the onset of the patient¿s symptoms. Reportedly, the lens was explanted on (B)(6) 2017 by the surgeon (B)(6). No incision enlargement, no vitrectomy was performed, no sutures used and no patient injury was reported. A tecnis toric, model zct150 diopter unknown, was implanted as a replacement. Post exchange, the patient was reported seeing 20/20 out of her right eye, she no longer reports halos or glare at night. Updated the following fields: (B)(6). Sex/gender: female. Date of event: (B)(6) 2017. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2017. (B)(6). Health professional - yes. Occupation: physician. All pertinent information available to abbott medical optics has been submitted.